Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged. The (B)(4) lead is part of the advisory for this model.

Event description:
It was reported that during a lead repositioning due to high threshold, the set screw on the right ventricular port had apparently stripped. The lead was successfully repositioned and is still in use. The device was explanted and replaced. No patient complications were reported as a result of this event.